Event description:
The customer reported that the remote network station (rns or remote monitoring system) has all beds displayed intermittently go into communication loss for 30 seconds and then recover.

Manufacturer narrative:
The customer received an exchange device from us and they are still having the same issues, so they were going to do some troubleshooting of the network and contact us. We followed up with the customer, but hey have not done that yet, and we were told that they would contact us. Awaiting call from customer.